Event description:
During ercp the distal tip of the extraction balloon broke off and went down her small bowel. It is only 1-2 cm in length and this is a flexible plastic that will pass without difficulty. Therefore, the tip was not retrieved.